Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited oversensing that led to pacing inhibition and asystole. Surgical intervention was taken to explant and replace the lead. The pacemaker was upgraded to a cardiac resynchronization therapy pacemaker (crt-p). No additional adverse patient effects were reported.